Event description:
On (B)(6) 2025, the customer reported an "occlusion alert" followed by an "unable to proceed" message when attempting a meal announcement. Blood glucose (bg) was 224 mg/dl and low bg of 22 mg/dl. Last supply change was saturday night, (B)(6) 2025. Agent had customer disconnect tubing, perform a fill (insulin drops confirmed), then reconnect to site. Insulin delivery resumed. The customer was advised to monitor bg for 90 minutes and change supplies if levels did not come down. Customer understood and had no further questions. The patient's reported symptoms were lack of balance on low bg and felt "okay" on high bg. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.